Event description:
Complainant alleged that the device inappropriately shut down and then failed to power on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.